Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pocket pain where the implantable cardioverter defibrillator was implanted. The patient presented for revision procedure on (B)(6) 2018 and the device was explanted and replaced with a new device positioned sub-pectoral. The patient was stable post procedure.